Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge and infusion set tubing became disconnected during the load process. Customer's blood glucose was 174 mg/dl. There is a possibility some insulin was delivered to the customer; however this could not be confirmed. Reportedly, customer continued using pump for insulin therapy.